Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error, and the user attempted four restarts without resolution; the device was replaced and the user was instructed to revert to backup therapy. Symptoms included hyperglycemia with a reported glucose level of 261 mg/dl and no associated acute clinical effects. Outcomes included temporary interruption of automated insulin delivery without medical intervention or hospitalization. Investigation included remote troubleshooting and review of user-reported data. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.